Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not identified which iabp was involved in the event or requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to obtain additional information. When additional information is provided, a supplemental report will be submitted. The associated intra-aortic balloon involved in this event has been reported under medwatch report 2248146-2021-00888. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) generated a fiber optic (fo) sensor failure alarm. The end user stated that he had already obtained an arterial pressure (ap) from the inner lumen via transducer and had unplugged the fo cable so the alarm would not continue. No harm to the patient noted due to this issue. It was later reported that the patient had expired.

Event description:
N/a.

Manufacturer narrative:
The customer has confirmed that the iabp unit had not been sent for evaluation or repair and that the iabp unit has been returned to use. A supplemental report will be provided upon completion of our investigation.